Event description:
The customer reported tempus system freeze up whenever they connect 12 lead ECG . Monitor takes a long time to acquire 12 lead and unit would reboot . A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress